Event description:
It was reported that during a knee scope procedure the distal lens broke the scope produced a black image. A backup device was available to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The returned scope was visually inspected and it was determined that it was subjected to unauthorized third party repair. Smith & nephew does not support third party repair of our product. All repairs should be handled by smith & nephew only. No further investigation is required. After the evaluation the root cause for the reported issue was determined to be user error.